Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The received device had the cannula assembly fully deployed. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported dislodged cannula could not be determined. In addition, investigation results did not find a bent soft cannula and no issues were observed with the cannula assembly that would result in leaking during wear. No signs of leakage were observed as fluid was able to pass through the fluid path successfully and exit through the distal tip of the soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. No other damages or defects noted during the investigation.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The cannula had dislodged and bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod : chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 298 mg/dl while wearing the pod between 1 and 4 hours. The patient reported cannula being dislodged and bent, while wearing it on the hips/buttocks. For treatment, the patient changed out the pod and gave correction bolus.